Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 47 pulses, 37 of which were first prime pulses. A drive stall and timeouts were observed in the beginning of the run. The device did not deploy because that drive stall and timeouts stopped the firing flat of the ratchet gear from reaching the release bar by the end of the priming sequence. The needle mech assembly was investigated and no damages or definceces were observed that would have caused the device not to deploy. The drive mechanism was also investigated and no damages or deficiencies were observed that would have caused a drive stall. The exact cause of the timeouts and drive stalls could not be determined.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was not visible and did not insert into the skin. The pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.